Event description:
It was reported that: patient started experiencing pain on (B)(6) 2012. Patient states that she cannot put any weight on that leg. Patient is reporting that the pain is in the middle of the thigh (three inches above the kneecap). Patient also is stating that it feels like deep tissue pain. Patient says she cannot put on a sock and also is not as flexible. Patient has not been to see doctor yet as pain is recent.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.